Manufacturer narrative:
(B)(4). (B)(4), and one (B)(4) screw from lot athd0k, were returned with their tulip head separated from their screw shanks. Only two of the three saddles were returned. In regards to the three screws that were returned disassembled, each of the returned screws featured some signs of wear inside their drive features. While this damage isn¿t significant enough to affect the associated driver¿s ability to interface with the screw properly, it is indicative of the forces placed on it during insertion and tightening. Each of the tulip heads also showed varying signs of surface damage due to tool use. The two returned saddles feature minor nicks on their inner edge. The swaging operation appears to have been performed due to visible deformations on the inside of the head component. Due to the lack of damage to the bottom of the head components, the screws presumably disassembled by pushing the collar up through the head component allowing the shank to freely rise out of the head. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the components of the screw from their intended locations. In these instances, the entire screw has been disassembled. The notches present on the saddle plus the wear to the drive feature in the screw head appear to have been cause by the associated driver during use. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle in addition to a great deal of stress being placed on the drive feature, resulting in the saddle being dislodged from its intended location and rotated in the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screws falling apart cannot be determined from the samples and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during use, potentially during the removal of the screws, resulting in the saddle rotating in the tulip head during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). If additional information becomes available, the MDR decision will be revisited at that time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per complaint form: revision surgery, bilateral broken rods. Broken 7x50 (right) l4, bilateral broken 7x70 s1. Previous instrumentation t12-pelvis. No screws l5 bilaterally. All screws broken just below poly head. Left rod broke below l4 and r rod broke between s1/s3. A 7x50 at l3. Right was removed because saddle came out. Replaced l4 right with 7.5x50 and s1. Right with 7.5x70. Both screws saddle dislodged as new rod was being placed. No abnormal stress was apparent.